Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on assessment, the product met specifications at the time of release. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported an anterior capsule tear during a procedure. The surgeon is confident of minimal impact this will have to the patient's outcome. The planned intraocular lens was implanted.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The company representative was unable to confirm or replicate any system nonconformity which could have contributed to the reported event. The system was tested and found to meet product specifications. The system was found to meet specifications. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).